Event description:
Patient reported "capsular contracture baker grade iii" also "neuralgia, arthralgia and other symptoms, migraine and fibromyalgia" that have been deem no device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade 3 capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Event description:
Patient reported "capsular contracture baker grade iii" also "neuralgia, arthralgia and other symptoms, migraine and fibromyalgia" that have been deem no device related. Healthcare professional later reported "chronic breast pain, capsular contracture baker grade ii/iii and mastalgia". This record is for the left side. Device was explanted. Patient undergo a mastopexy.